Manufacturer narrative:
Tech found foot hi-low is lower than the head hi-low. Tech replaced the foot hi-low up and down valves to resolve the issue.

Event description:
Tech alleged that the foot hi-low would drift. No one injured.